Event description:
A (B)(6) wm with corrected transposition of the great vessels presented on (B)(6) 2013 for replacement of his permanent pacemaker (pm) that was implanted in the left infraclavicular fossa. The pt also had a history of diabetes mellitus. No known drug allergies. No known prior exposure to minocycline or rifampin. At the procedure the pt's skin was washed with either chlorhexidine or povacrylex and isopropyl alcohol (3m duraprep solution). Perioperative intravenous vancomycin was administered. The pm generator was replaced without complication. Before the incision was closed, the pocket was washed with a solution of bacitracin prepared by adding a vial of bacitracin to 500 ml of normal saline. Approximately 5 days after the implantation procedure, the pt developed swelling over the implant site, pleuritic chest pain (posterior greater than anterior, left greater than right) that was worse in the supine position and lessened by sitting upright. The pt was seen in the electrophysiology clinic the next day. He was afebrile, no local or systemic rash, serous fluid could be expressed from the incision site that revealed dehiscence of skin layer of sutures (two deeper) layers were intact). No leukocytosis, no infiltrate or pleural effusion on cxr, and ultrasound of the pocket did not reveal a fluid collection in or over the pocket. Pt prescribed oral keflex and nsaids. Discomfort and fluid collection subsided over the following week.

Manufacturer narrative:
Patient was hospitalized for a wound care consultation on (B)(6) 2013. The user can neither attribute nor completely rule out a reaction to the aigis r envelope. This is suspected to be a reaction to the envelope or to the antibiotics in the coating of the device. The pt had no known previous exposure to minocycline or rifampin. In addition, reactions resorbable sutures are well known. The MFR believes this was a suspected reaction to the antibiotics or the resorbable mesh. It is also possible it was related to the pocket was with bacitracin. Additional info will be provided as it becomes available.